Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigations(s) sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information the following was concluded: product was not returned for evaluation/repair. Photo samples provided by the customer show a tear in the probe cable just below the strain relief. However, complaint investigation and root cause determination could not be completed without physical evaluation of the unit. H3 other text: evaluation findings are in section h11.

Event description:
Per tm - the strain relief is worn down exposing the colored wires.

Event description:
Per tm - the strain relief is worn down exposing the colored wires.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.